Event description:
(B)(4).

Manufacturer narrative:
(B)(4). This report has been identified as b braun (B)(4). The device has been received at our (B)(4) and the investigation is on going at this time. A f/u report will be provided when the investigation results are available.